Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on current and stored electrograms (egm) possibly affecting mode switch operation, atrial pacing and detection/ termination of atrial tachycardia ( at)/ atrial fibrillation (af) episodes. It was also reported that low measured p-waves were noted. The ra lead remains in use. No patient complications have been reported as a result of this event.